Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using an unspecified eclipse needle there was a safety shield failure issue. The following information was provided by the initial reporter. The customer stated: "the safety detached from the eclipse needle."